Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Distal emboli is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The event could not be confirmed as the cause could not be definitively determined. Attempts were made to obtain specific details, however, the attempts were unsuccessful. MDR related to this event: 2029214-2016-00844 2029214-2016-00947

Event description:
Medtronic received a report that distal emboli was noted in index stroke procedure notes. The first solitaire sfr2 6x20 was used in the m1 of the left middle cerebral artery (mca), after 1 pass the tici did not increase from 0. A second solitaire sfr2 4x40 was used in the left m1 of the mca, after 2 retrievals the tici increased to 2b. After 3 passes with the 2 solitaire devices, the left m1 was recanalized, but the a2 branch was noted to be occluded with distal embolism. A third solitaire sfr2 4x20 was then used in the left anterior communicating artery (aca) for 2 additional passes, which resulting in tici of 3.

Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Additional information has been requested, including the device information. Should it become available a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that distal emboli were noted during the index stroke procedure. There was an occlusion in the left m1 and preprocedure tici was 0. After 3 passes with the solitaire device, the m1 was successfully recanalized, but the left a2 was now occluded with distal embolism. Successful embolectomy of the left a2 was performed with 2 passes of the solitaire in the aca. Final angiogram showed tici 2b in the left m1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.